Manufacturer narrative:
Investigation summary: it was reported that a patient underwent paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that during the preparation for an atrial fibrillation (afib) ablation procedure, while inserting the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the physician pushed at the center and the white hemostatic valve became dislodged inside the transparent housing. The valve did not break into two or more separate pieces and the hub did not become detached from the sheath. The sheath was replaced, and the issue resolved. The sheath was not inserted into the patient¿s body at any time; therefore, no patient consequences were reported. The device was inspected, and the hemostatic valve was observed folded inside the hub, no other damages or anomalies were observed. The folded condition noted on the hemostatic valve is related with the costumer complaint could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 00001229 number, and no internal actions related to the complaint was found during the review. Customer complaint was confirmed. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference #(B)(4).

Event description:
It was reported that a patient underwent paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that during the preparation for an atrial fibrillation (afib) ablation procedure, while inserting the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the physician pushed at the center and the white hemostatic valve became dislodged inside the transparent housing. The valve did not break into two or more separate pieces and the hub did not become detached from the sheath. The sheath was replaced, and the issue resolved. The sheath was not inserted into the patient¿s body at any time; therefore, no patient consequences were reported. On february 25, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation, and upon initial visual inspection it was noted that hemostatic valve appeared to be dislodged inside of hub and the friction ring and brim cap remained intact.